Event description:
Pt positioned in bed with device in place and set. During routine assessment, pt found injured on the floor at the foot of the bed. The alarm had not sounded. The device was evaluated by biomedical dept who discovered a loose wire from the sonalert to the pegboard. Surgery was required to suture the pt's right lip and to straighten and wire tooth.